Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a grand mal seizure in the shower and fell on the tile last week. The patient broke both their shoulders. It took more than a day for anyone to get into their apartment and the patient was taken to the closest trauma hospital where they had 2 surgeries with one being 7 hours and the second being 5 hours. The patient now had a week of rehab. The patient was not doing well, could not feed or wipe themselves, and could not use their arms or hands. The patient thought they had an appointment with a manufacturer representative and the health care professional (hcp) left the patient a message. It was stated that the patient had already had a brain surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.